Manufacturer narrative:
Additional information was received from the customer indicating that the therapist had dropped the unit. The event date was also provided.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus was not cycling. No adverse effects reported.

Event description:
Investigation results completed on a ventilators/pneupac ventilators vr1 standard.

Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators vr1 standard . The complaint of not cycling was confirmed. Physical condition of device revealed vent button top of mode selector switch damaged. When switching operational mode to auto there was a constant stream of air with no expiratory phase. This was isolated to a faulty timing/volume assembly. Repair summary: replaced faulty timing/volume assembly. Replaced momentary valve assy, damaged. Performed pm procedure. Upgraded lever extension to current rev. Replaced serial # label, illegible. Replaced patient valve, faulty. Tested to 504-2046ts.